Manufacturer narrative:
The field service engineer (fse) identified an issue with the sipper nozzle and replaced it. The analyzer was performing within specifications. The service actions performed by the fse resolved the issue in a trained service process. The cause of the event was due to an issue with the sipper nozzle (component failure).

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hbsag ii assay and 1 patient sample tested with elecsys anti-hbs assay on a cobas e 411 analyzer (rack system). Sample 1 was tested for hbsag ii: initial result: 1.67 (reactive). On (B)(6) 2026: repeat result: 0.641 (non-reactive). Sample 2 was tested for anti-hbs: initial result: <2.00 iu/l (non-reactive). The physician questioned the initial result, and the sample was repeated. On (B)(6) 2026: repeat result: >1000 iu/l (reactive).

Manufacturer narrative:
The hbsag ii reagent lot number and expiration date were not provided. The anti-hbs reagent lot number was 824064. The expiration date was not provided. The field service engineer (fse) replaced the sipper probe. He replaced and adjusted the sample probe, seal pieces, and the pinch tubings. The fse then rechecked all adjustments and performed an instrument performance test and qc with successful results. The investigation is ongoing.